Manufacturer narrative:
There is no known patient involvement. The event date was not provided by the facility. This information will be sent in a follow up report if and when made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the facility's sorin heater-cooler system 3t unit tested positive for nontuberculous mycobacteria. The customer also reported following the cleaning instructions in the current IFU. There is no known patient involvement. This issue was initially reported under medwatch report number 9611109-2016-00070, as serial numbers had not been provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for the additional units (reference medwatch report numbers 9611109-2016-00070, 9611109-2016-00178 and 9611109-2016-00180). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the facility's sorin heater-cooler system 3t unit tested positive for nontuberculous mycobacteria. The customer also reported following the cleaning instructions in the current IFU. There is no known patient involvement.

Manufacturer narrative:
The date received by manufacturer used for this report is the same as the alert date for the initial report (submitted (B)(6) 2016). This is because this medwatch report (follow-up 1) contains a correction to the manufacture date and alert date provided in the initial. The rest of the information provided in this follow-up has an alert date of (B)(6) 2016. The date of this report in the initial report (submitted (B)(6) 2016) was incorrectly documented as (B)(6) 2016. The correct alert date for the initial report is (B)(6) 2016. The device manufacture date in the initial report (submitted (B)(6) 2016) was incorrectly documented as (B)(6) 2014. The correct device manufacture date is 03/04/2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the facility's new sorin heater-cooler system 3t unit tested positive for nontuberculous mycobacteria (ntm). The customer also reported to be following the cleaning instructions in the current IFU. There is no known patient involvement. A literature review performed on september 2, 2016, identified a study performed by the facility ((B)(6)) in response to the identification of m. Chimaera infections in six (6) patients (see medwatch report number 1718850-2014-00049). The study was published in the cdc journal. The publication states that the reported issue involves five (5) units, whereas the initial report from the facility stated that four (4) devices were involved. The customer has not provided the serial number of the fifth unit and it is not documented in the literature. Please see medwatch report number 9611109-2016-00687 for additional details on the fifth unit. The article states that the units were serviced according to the current manufacturer's recommendations prior to mid-april 2014, however following the infections, an intensified cleaning and disinfection procedure was implemented, consisting of daily water changes with filtered water and bi-weekly maranon h. Disinfection cycles. The article states that the facility began using a puristeril filter in february 2015. At this time, custom stainless steel housing for the heater-cooler systems were also built to ensure air separation between the heater-cooler exhast and the or air. The housing was directly connected to the or room exhaust air. During the study, which took place from mid-april 2014 through january 2016, a total of 134 water samples were taken, 127 of which were taken after the implementation of the intensified cleaning and disinfection protocol. According to the literature, the first positive results for m. Chimaera were received in august 2014 from a device installed at the facility 7 months earlier, during which time it had not tested positive for contamination. Of the 134 samples, 90 were negative for ntm and 6 were positive for non-ntm bacterial growth. Of the 134 samples, 38 tested positive for ntm, of which 22 were m. Chimaera, 12 were m. Gordonae, 2 were a combination of m. Chimaera and m. Gordonae, and 1 each for m paragordonae and m. Chelonae. Ntm contamination was found in both the cardioplegia and the patient water circuits. In addition to the water sampling, 91 air samples were taken from the units. Of the 91 total air samples, 90 showed no growth and 1 grew m. Chelonae, although no mycobacterium was detected simultaneously in the corresponding heater-cooler system. Ntm growth was recorded for each of the units over a range of 157 to 358 days (median of 174 days). One of the units remainded permanently without growth of m. Chimaera, whereas the other four grew m. Chimaera after a median of 250 days. The study was unable to confirm the source of the ntm contamination. However, the article states that one of the units was tested positive for m. Chimaera for the first time after being returned from repair at the manufacturer. The literature did not state if the customer performed a disinfection during re-installation as recommended in the current instructions for use (IFU). These results cannot be allocated to specific serial numbers, as none were documented in the publication. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.